Event description:
Attempted to implant a silicone three piece lens but it became stuck in the cartridge. There was no pt contact or injury. The facility stated it was unk as to why the lens became stuck. An msi-ts injector and an aq fp cartridge were used but the lot numbers were not provided by the facility.